Event description:
At implant, it was reported the valve did not "sit correctly" due to heavy calcification and one of the leaflets did not open "as it should". The surgeon attempted to rotate the valve utilizing the sjm holder/rotator, but the valve would not rotate. An echo was performed; however, it was inconclusive. Four days postoperatively, the valve was explanted due to a subsequent echo which demonstrated one of the leaflets appeared to be "sticking open". Another 25agn-751, was then implanted. The valve will be returned and additional info has been requested.